Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 1121308-2022-00032: a facility reported that duraseal xact spine sealant was being used during lumbar decompression and laminectomy procedure, and when the surgeon was about to spray the sealant, the contents of the blue precursor syringe exit the syringe as a gel-like solution. Thus, surgeon refused to use the first kit and a second kit was opened. The first single use extended tip applicator 8cm box of 5 (205108) was opened during this preparation. And a second duraseal xact was prepared and after mixing the blue precursor syringe contents with vial, the nurse could not draw vial contents back into syringe. The vial contents appeared to have gelled up on its own causing this problem. Approximately 1.5cc was used on the patient. There was no patient injury and no surgical delay has been reported.

Manufacturer narrative:
The extended tip applicator (205108) was returned for evaluation: device history record (DHR) - a DHR review was performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Failure analysis -the investigation confirms the complaint. The returned product was an extended tip with one of the y-connector channels/openings which had blue duraseal gel traces and an occluded fluid pathway. The sample was tested with an air source set to 1psi, confirming that there was an occlusion in the channel with the blue duraseal gel in the fluid pathway. A piece of wire was also attempted to be placed inside the occluded fluid pathway, showing that the occlusion was due to the duraseal gel formation, and not an occlusion due to over molding, excess adhesive or any manufacturing issue. Additionally, the returned duraseal polymer kits were also sent for investigation at the polymer kit manufacturing location. No issues where found with the polymer kit that could explain why the product gelled. Root cause - the root cause is undetermined with the complaint reported confirmed in the complaint evaluation. Per the fmea, potential causes of failure include: performance, adhesion barrier. The risk remains acceptable per the risk analysis. No corrective action is recommended at this time, as this complaint issue does not represent an adverse trend, unacceptable individual risk, or significant non-conformance to regulatory requirements.

Event description:
N/a.